Event description:
The customer reports a patient presented with a gastric ulcer and active bleeding. The user attempted to control the bleeding using a single use rotatable clip fixing device. The clip opened, but did not release adequately, therefore it was not possible to control the bleeding with the clip. It is not known how the bleeding was controlled. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation (although it is anticipated to be). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the exact cause of the reported problem could not be identified, since the device was not returned for an investigation. Although the reported issue was not confirmed, it is likely that the clip did not close due to the following: (1)the sliding resistance between the operating wire and the coil sheath was increased because of the endoscope's insertion shape, severe angles, and other conditions. (2) the slider could not be pulled completely, and the clip could not be closed. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿never use excessive force to operate the instrument. This could damage the instrument.¿ ¿do not try to forcibly pull the tube joint (yellow) when extending the clip from the tube sheath. Doing so may extend the clip abruptly, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument. If resistance to extending is encountered, straighten the angulated distal end of the endoscope until the clip can be extended smoothly.¿ olympus will continue to monitor field performance for this device.